Event description:
User experiencing control recovery issues and received discrepant hcg results for one patient sample. Initial result from primary tube gave 1.55 miu/ml. They repeated this patient sample because it had tested positive on a quick view one step method. The same sample was repeated twice on the cobas e411 resulting at 2.59 and 95.25 miu/ml. The hcg result of 95.25 miu/ml was reported. User stated the patient was not affected and that no other results were affected.

Manufacturer narrative:
The field service representative determined the cause to be a problem with the sample tips. He checked and adjusted s/r probe and ran am test. He noted sample tips were falling off and placed order for new sample tips to be delivered next day. On a subsequent visit, the field service representative replaced sample tips, adjusted bead mixer and ran am tests, all results okay. He performed instrument testing to verify analyzer was performing within specification.